Event description:
Radial artery catheter was "snagging" - it was making a crunching sound when moving the wire to check for functionality. Moved it back into position in the artery to attempt placement- when attempt to slide the wire after arterial flashback the wire did not move at all. It was removed pressure held over the artery, the catheter was assessed, using force to slide the wire it was making the same crunchy sound and perforated the tubing while advancing it through the needle - no harm to the patient.